Event description:
A 2.5 mm diameter x 18 mm length endeavor otw drug-eluting coronary stent delivery sys was implanted into a pt for the treatment of a coronary lesion. At 22 months post stent implant, it was reported that the pt was admitted to the hosp with rectal bleeding and epigastric pain. Egd revealed duodenitis and gastritis which improved with medications. The pt was discharged from the hospital 6 days later. Two months later, the pt was admitted to the hospital with mild chest pain (cath negative) and rectal bleeding. The pt was discharged from the hospital 4 days later. The investigator's assessment was that there was no relationship to the study device nor index procedure. No further info has been obtained. Please note that this device is an investigational device and is similar to the us distributed product.

Manufacturer narrative:
Conclusion: other - lack of info. Other - medical intervention, gi complication.